Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a heartmate ii patient passed away on (B)(6) 2024. The patient had been on hospice since (B)(6) 2024. The cause of death was not provided. The death was not considered to be device related. The device operated as expected.